Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulty but noted that when the cable was replaced it then passed its testing. (B)(4).

Event description:
It was reported that the radiofrequency programmer head would not interrogate devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.